Event description:
It was reported that a patient underwent surgery with posterior instrumentation at l4-s1. It was reported that at sometime post-op, the patient bent over and heard a "pop". Follow-up x-rays revealed a broken rod. Patient is reported to be having pain corresponding to the side of the broken rod. MRI was taken and no new pathology was found. Revision surgery has not taken place. No patient complications were reported.

Manufacturer narrative:
Device was not returned to medtronic for evaluation. Unable to determine cause of the event.